Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) pump was in use, the staff experienced a helium loss alarm. The user also noted that the helium gas in the tank was decreasing quickly. As a result, the pump was replaced by a back-up. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of helium loss alarm is not able to be confirmed. A teleflex field service agent serviced the pump and could not duplicate the alarm, and no leaks were noted. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) pump was in use, the staff experienced a helium loss alarm. The user also noted that the helium gas in the tank was decreasing quickly. As a result, the pump was replaced by a back-up. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.